Manufacturer narrative:
The insulin pump was received with the following physical damage: cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Unable to perform any tests due to lcd physical damage.

Event description:
Customer reported via phone call that there was cosmetic damage on the insulin pump and low blood glucose levels. The customer's blood glucose was 140 mg/dl at the time of call. Trouble shooting was performed and found belt clip broke and insulin pump dropped on the floor. There is a crack on the device on the front right under the time. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump was returned for analysis.